Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon evaluation of the electrode belt, the knit line on the trunk cable connector was damaged. The electrode belt was unable to perform incoming testing.   The root cause for the damaged trunk cable was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt cannot run detect and treat testing.